Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, spontaneous breakage of the urinary catheter at the junction between the catheter and the connector of the two pathways. Occurred in operating room under general anesthesia.